Event description:
A report was received that a pt's system was explanted. The implanting physician, who did not perform the explant, stated that the lead was placed "badly" during the initial implant. The pt experienced caudal pain. The pt is reportedly doing well.